Event description:
On 2 occasions, pt suffered burns associated with a tanning bed. Reporter believes the attendants were extremely young and this ultimately was the cause. Reporter stated that they have an attorney to pursue medical claim against the operation.